Manufacturer narrative:
E1: initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the farastar catheter connection cable package was received damaged. The seal was broken, compromising the sterility of the device. The cable is not expected to return as it was disposed.

Event description:
It was reported that the farastar catheter connection cable package was received damaged. The seal was broken, compromising the sterility of the device. The cable is not expected to return as it was disposed.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Images were reviewed by a boston scientific quality engineer. The reported issue of damaged packaging related to the catheter connection cable was likely caused by transportation or storage conditions. The cause of the not sterile device that the customer experienced with the catheter cable was not able to be determined, as the device has not been returned to boston scientific for analysis. Media review of the image did not provide objective evidence to allow for the confirmation of an inner sterile barrier breach.